Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was uploaded with incorrect data. Tandem technical support assisted the customer with resetting the pump. There was no reported adverse impact.